Event description:
It was reported that a missing sensor wired occurred. The sensor was inserted into the arm on (B)(6) 2024. On 05/03/2024, the patient bumped his arm and upon removal of the sensor, the sensor wire was missing. The patient went to urgent care for evaluation, as the area was painful. The patient had an x-ray done, which was inconclusive. The patient then had a CT (computed tomography) scan done, and the sensor wire was found. The urgent care center referred the patient to a surgeon for removal of the retained wire and was prescribed cefdinir for 10 days. At an unspecified time later, the patient consulted with a surgeon but was advised to wait and see if the retained wire works itself out naturally. At the time of report, the patient could still feel the retained wire in his arm, but stated it was tolerable and not painful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).